Event description:
It was reported that a patient was unable to adjust stimulation. It was stated that the programmer displayed the "call your doctor" icon. It was reported that there was a power-on-reset (por) condition. The patient had colon surgery the previous week. It was stated that the patient was advised by the doctor that the device was turned off prior to surgery. It was not known if electrocautery was used during surgery. When the patient turned stimulation back on the "warning por message" appeared on the programmer screen. It was stated that this was the first time a por message has been seen since implant. Further information has been requested, but none was available at the time of this report. If more information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot # v886710, implanted: (B)(6) 2012, product type lead product; ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).